Event description:
Estigation. The patient experienced the following at the time of event: peri-implantitis, pain, mobility, bleeding and increased sensitivity. No further patient complications were reported.